Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The manufacturing date is unknown. The date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings while using an omnipod device with adc freestyle test strips. Customer reported receiving readings of 39 mg/dl, 266 mg/dl and 200 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. A tripped trend review was conducted for the reported complaint and fs freedom meter, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings while using an omnipod device with adc freestyle test strips. Customer reported receiving readings of 39 mg/dl, 266 mg/dl and 200 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.